Event description:
The doctor reports that the implant fractured at the neck level after loosening the screw twice. As the implant was osseointegrated, when trying to extract it with the irt, it had fractured within the implant. The doctor confirms that the patient will not have to return in the future since the procedure was completed.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H4: device manufacture date . H6: evaluation codes. H10: additional narrative. An implant and one removal tool were returned for investigation. Visual inspection of the as returned products identified worn marking due to usage, bone and a fracture at the collar. Also fractured tool inside implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was location is #46 and was used for approximately 5 years. Pictures or x-ray images were not provided. Review of appropriate documentation: instructions for use for tapered screw-vent® and trabecular metal¿ implants 4869 rev 9 ¿ 10/19. Information identified: contraindications, warnings review of appropriate documentation: documents reviewed: instructions for use for retriever tools and guide sleeves (IFU 4930i rev 3 - 11/19); warnings,precautions per the applicable IFU, it is stated that surgical instruments are susceptible to damage and wear and should be inspected and cleaned before each use. Improper technique can cause device failure. DHR review: DHR review was completed for the subject lot number (63235491). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (63235491) for similar event and no other complaint was identified.the complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Review completed utilizing keywords: fracture : implant. Post market trend review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.